Event description:
It was reported by the customer that their sensors were calibrating incorrectly and the device alarmed calibration error. Customer states that the sensors would inform them that their blood glucose levels were high or low, when they were actually stable. Customer's blood glucose level was 90 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
One opened/used enlite sensor was tested and it passed per specifications with accurate readings. Cannula was bent, unable to confirm if customer received sensor in said conditions as it was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.